Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's system was explanted on (B)(6) 2021.

Manufacturer narrative:
The reported event for fractured leads was confirmed. As received, the lead was complete but cut. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken 23.25cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
Date of event is unknown.

Event description:
Manufacturer reference number: 3006705815-2021-00195. It was reported that the patient was experiencing shocking sensations from stimulation. Diagnostic revealed high impedances on all contacts. As a result, surgical intervention may occur on a later date to address the issue.